Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Patient kept. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient had a segmental mrs at an oncology center sometime in 1998-97 time period. Surgeon revised the length in 1999 and since that time the patient has worn out the bushings. Surgeon replaced the bushings and axle.